Manufacturer narrative:
Based on the claim against the product by the customer noting the boom movement issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the patient side cart (psc) touchpad to correct error 75. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psc touchpad was installed on the test system. The system started up with no errors. The unit was calibrated successfully; however, the e-touch function would not respond on the upper left and lower right areas. The screen was also dim and had pixelation. The complaint regarding the boom movement issue was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the customer aborted after the start of the procedure due to error 75 on the touchpad. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in patient information and adverse event or product problem was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field implant date and explant date is blank because the product is not implantable. Information for the blank fields in initial reporter name and address is not available. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer experienced issues positioning the boom for the procedure. The customer stated that the patient side cart (psc) touchpad was not responsive to touch. The technical service engineer (tse) viewed the logs and noted error 75 on the psc touchpad. The tse had the customer perform a hard reboot of the system with no change. The tse had the customer perform targeting in the air to extend the boom, but the customer was unable to extend the boom. The customer stated that they were aborting the procedure. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.